Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link needle-free IV connector disconnected from the clearlink. The event was further reported as the primary IV tubing was "popping off" the end of cap of IV. When connecting, the tubing would essentially resist off and become disconnected. The event occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two devices were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed according to product specifications. Functional testing was performed in the two samples including pressure testing and clear passage under water testing with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.